Manufacturer narrative:
Evaluation has been completed.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
This ventilator has been experiencing an issue in which the graphical user interface (gui) intermittently becomes non-responsive to touch input during patient use. The device was evaluated and found to be functioning properly; however, upon subsequent use with other patients, the gui again became non-responsive to touch. This issue occurred multiple times across different patients. During each event, the ventilator continued to provide ventilation. As a precaution, each patient was transferred to another ventilator. No patient harm was reported. No patient demographics will be shared.